Event description:
Additional information was received on (B)(6) 2012, when it was discovered that the patient underwent a full revision surgery that day due to a lead discontinuity and prophylactic generator replacement. The implant card was received indicating the patient's product information and that lead impedance after the full revision was within normal limits. The explanted generator and lead are in route to the manufacturer for product analysis.

Event description:
It was reported by a nurse that high impedance was received during normal and system diagnostics at a follow-up appointment. The last known good diagnostics were from (B)(6) 2011. The patient was referred for x-rays and reviewed by the nurse. Review of views indicated the lead appeared to be intact. No patient manipulation or trauma was believed to have occurred. The nurse was advised to program the device off. Additional information was received from the treating nurse indicating the patient had undergone exploratory surgery after being implanted with vns in 2008. The surgery was done to remove a tie-down that was seen to be protruding through the skin. The nurse believed this could have had an effect on the lead. X-rays were sent to the manufacturer and evaluated. Review of x-rays indicated the generator was visualized in the left upper chest. The filter feed-through wires appeared to be intact. The lead connector pin seemed to be fully inserted into the generator connector block. There was part of the lead placed behind the generator and could therefore not be assessed. Electrodes seemed correctly aligned on the vagus nerve. No strain relief bend is present. There was a clear discontinuity on the positive electrode. A sharp angle is visible on the ap neck view, close to the electrodes which could not be confirmed on the lateral view. At the moment revision surgery is likely.

Event description:
Additional information was received on (B)(6) 2012, when product analysis was completed on the explanted generator. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Product analysis on the lead was completed on (B)(6) 2012. Pa on lead completed on (B)(6). A portion of the lead assembly was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. During the visual analysis the white positive electrode quadfilar coil appeared to be broken approximately 1.5mm and 2.5mm from the distal end of the anchor tether. The coil segment in between the coil break areas appeared to have dissolved. Scanning electron microscopy was performed on the white positive electrode quadfilar coil break (found at 1.5mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. Scanning electron microscopy was performed on the white positive electrode quadfilar coil break (found at 2.5mm) and identified the area as having evidence of a stress induced fracture with mechanical damage and fine pitting. Determination could not conclusively be made on the fracture mechanism. One of the coil strands had evidence of a stress induced fracture (torsional appearance) which most likely completed the fracture. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity which may include: material fracture, rough or pitted surface, thinned material thickness, electro-etching or material dissolution. With the exception of the observed discontinuity, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. What appeared to be remnants of dried body fluids were observed inside the outer and inner silicone tubes, in some areas. What appeared to be remnants of dried body tissue were observed wrapped around two areas of the green negative electrode inner silicone tubing. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no other discontinuities were identified.

Manufacturer narrative:
.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on august 3, 2012 when the generator and lead were returned to the manufacturer for product analysis. Product analysis is still underway and has not yet been completed.

Manufacturer narrative:
Type of report, corrected data: inadvertently did not check "30-day" on initial report.